Event description:
It was reported the pt is experiencing an increased recharge burden for his ipg. The pt's program settings were recently adjusted which appears to have lengthened the time between recharges; however, the pt will reportedly schedule a subsequent appointment for further reprogramming.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.